Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot numbers 180413 and 191020. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. The pictures were examined and the cannula was observed crossing through the shield component. Based on the investigation results and the provided feedback, we have concluded that this incident resulted due to a bent needle and the cannula becoming embedded within the shield as consequence. This type of damage could occur in the last steps of the assembly process, where the shield is introduced to the syringe. Due to an insufficient adjustment in the assembly machine, the shield was incorrectly positioned and bent the cannula component.

Event description:
It was reported that needle 30gx1/2 in for pharm customers poked the consumer from inside the package. The following information was provided by the initial reporter: complainant was stabbed in the finger by a needle inside the package.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 191020 medical device expiration date: 2024-09-30 device manufacture date: 2019-10-29. Medical device lot #: 180413 medical device expiration date: 2023-03-31 device manufacture date: 2018-04-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 30gx1/2 in for pharm customers poked the consumer from inside the package. The following information was provided by the initial reporter: complainant was stabbed in the finger by a needle inside the package.